Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. A search of the database revealed no training record for the user. Based on the information provided to co, the cause for the infection is uncertain. The angio-seal device instruction for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU state potential adverse reactions or conditions may be associated with one or more angio-seal components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The IFU caution that the angio-seal device is to be used only by a licenced physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported that the angio-seal was used in the femoral artery. Two weeks later, the patient returned to the hospital with an infection and inflamed lymph nodes around the groin area. The patient was taking antibiotics (type and dosage unknown). The status of the patient is unknown.